Manufacturer narrative:
(B)(4). Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Visual inspection of the returned product found a small tear on one haptic. The lens was returned in liquid. Conclusion: based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon had difficulty loading a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter. There was no patient contact and the backup lens was implanted.